Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: sawblade device, 3/21/2024. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. It was determined that the issue related to the loose knob was due to a design issue, which has been escalated to a CAPA.

Event description:
It was reported by netherlands that during service and evaluation, it was determined that the moving parts of the trigger on the battery oscillator device did not move smoothly, and the triggers were sticky. The device was visually inspected, and it was found that it passed visual inspection. When the device was disassembled, it was found that the bearings were worn. It was further observed that the turn knob of the device was loose. It was further determined that the device failed pretest for check the quick coupling for saw blades, check for sticky trigger and check function of device. It was noted in the service order that the device did not hold the sawblade device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.